Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing found shorting between conductors due to procedural damage at the distal and proximal regions of the lead. X-ray examination did not find any indication of conductor fractures. No anomalies were found.

Event description:
It was reported that patient's atrial lead exhibited noise. During lead revision procedure insulation damage was noted on patient's right ventricular (rv) lead. Both leads were explanted and replaced. The patient was stable.